Manufacturer narrative:
A visual evaluation found the stent was kinked near the proximal end of the r/o band. A portion of the stent was torn off on the proximal side with the proximal flap missing. The torn off piece was not returned. Thick residue was found in the stent on the distal side, however, full occlusion of the stent with the residue could not be functionally verified. The investigation concluded that using snare is a standard biliary stent removal technique. The force on the snare wire can cut or tear the stent during the removal procedure. Most likely, the kink occurred when the stent was grabbed by the snare. Therefore the most probable root cause is ¿operational context¿.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. It was reported the device was not used past its expiry. Reported event stent broke. Although the suspect device has been received, the evaluation has not been completed. Upon completion of the complaint device evaluation, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an advanix¿ biliary stent was removed during an endoscopic retrograde cholangiopancreatography (ercp) with stent removal procedure performed in the common bile duct on (B)(6) 2014. According to the complainant, an advanix¿ biliary was placed in the patient during a previous procedure (implant date unknown). During the procedure, as the physician was removing the stent from the common bile duct with a snare, the stent tore in half at the distal end. No pieces fell inside the patient. Reportedly, normal resistance was felt when attempting to remove the stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that an advanix¿ biliary stent was removed during an endoscopic retrograde cholangiopancreatography (ercp) with stent removal procedure performed in the common bile duct on (B)(6) 2014. According to the complainant, an advanix¿ biliary was placed in the patient during a previous procedure (implant date unknown). During the procedure, as the physician was removing the stent from te common bile duct with a snare, the stent tore in half at the distal end. No pieces fell inside the patient. Reportedly normal resistance was felt when attempting to remove the stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.